Manufacturer narrative:
(B)(6).

Event description:
It was reported that vessel dissection occurred. The 85% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm non-boston scientific balloon, a 3.50x48mm synergy ii drug-eluting stent was deployed at 14 atmospheres. A proximal edge dissection was noted. A 3.0x16mm synergy stent was deployed to treat the dissection and the procedure was completed. There were no further patient complications reported and the patient remained stable.